Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient experienced a skin irritation. The patient reported a skin irritation under the therapy electrode pads. The irritation was described as welts that were itchy and painful. The patient indicated that he had been using a talcum powder on the affected area. During a follow up it was reported that the patient's physician instructed the patient to remove the lifevest to allow his skin to heal and to also use cortisone cream on the area. During a follow up with the patient, he reported that the rash had spread all over his body and that he also saw a dermatologist. He reported that the dermatologist provided a prescription. Per the patient, the rash was diagnosed as a fungal irritation. The final medical outcome of the irritation is unknown. There were no allegations of a device malfunction contributing to the irritation.